Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She was having a problem with therapy. The patient could not stop urinating. She had a fall and the patient thought she was worse than she was before. The symptoms were worse than before the fall. She went to the hospital due to the fall. The patient had four x-rays while at the hospital and was back home now. The health care professional (hcp) gave the patient a manufacturer representative's (rep) contact information. It was mentioned that the patient had polio when she was nine years old and she did not know she was going to have the device implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No additional information or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that she called the manufacturer representative (rep) on (B)(6) 2016. She saw the rep on (B)(6) 2016. All the rep did was increase the stimulation from 9 to 29. He did not do an impedance check or check if the leads had migrated or moved. The therapy was still not working. She was using 8 pads a day. The steps taken to resolve the issue after the fall included four x-rays (hip, head, neck, foot and ankle). Every time they put her on the x-ray table, they would drop her on the implantable neurostimulator (ins). She was experiencing incontinence. The patient's urine was "so warm that she could make tea with it." Her abdomen and head were hot. She took her blood pressure and it was fine. The patient's next health care professional (hcp) appointment was on (B)(6) 2016. She could feel her stimulation.